Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced a loss of osseointegration, resulting in fixture loss (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.